Event description:
A hemodialysis user facility has reported an event that occurred to one of the patients. It has been reported that a patient developed itching two hours into treatment and also developed a rash. The facility was contacted for further info. It has been learned that this patient has been using fresenius dialyzers for a long time and never had this occurrence. The patient underwent dialysis and developed a rash on his back and face at the end of treatment. The patient received a dose of intravenous diphenhydramine. Reportedly, the patient has since been referred to a dermatologist. This patient is continuing hemodialysis with use of a different brand of dialyzer and is free of the signs and symptoms that were initially reported. The rn thought that she is not sure if it was caused from the dialyzer, but the patient remains symptom free at this time. There is no sample available for an evaluation.